Manufacturer narrative:
Attempts to determine the appropriate physician have been unsuccessful to date.

Event description:
An explanted generator was returned to the manufacturer for an unknown reason. Review of in house records identified the patient that the device was removed from, and information was received that the patient is deceased. All attempts for further information regarding the patient death have been unsuccessful to date, thus the relationship between the event and vns therapy cannot be determined, and sudep cannot be ruled out.